Event description:
It was reported that during the procedure when attempting to remove the unspecified optical coherence tomography (oct) catheter resistance was met with the hi-torque balance middleweight universal ii guide wire. The guide wire spiraled and became stuck. The guide wire was removed independently. An unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed reports, additional information was provided. Return device analysis noted the guide wire was returned frozen inside the guide wire lumen of a dragonfly catheter. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to remove was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove (from the guidewire) appears to be related to circumstances of the procedure. The catheter was returned with a tear to the guidewire exit notch¿s distal edge, which is consistent as an effect of the reported difficulty to remove the imaging catheter from the guidewire; however, is not directly attributable as the cause for the reported difficulty to remove. In this case, it is likely that the guidewire condition (spiraled) caused the reported difficulty in removing the imaging catheter and observed torn guidewire exit notch. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.